Event description:
It was reported that the patient experienced fatigue and presented to the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation with no pacing support observed. The device was explanted and replaced due to normal elective replacement indicator on (B)(6) 2014.

Manufacturer narrative:
.